Event description:
It is reported that; the patient underwent plif at l3~l5(not stryker device). On (B)(6), all the implants (not stryker device) were replaced to xia3 and s1 fixation was added. Oic peek cages were also implanted on (B)(6). After the surgery, she fell over and oic peeks which were implanted at l5 and s were backout. Revision surgery was performed on (B)(6), and left side blocker of s1 was came out and right side blocker of s1 was loosened. Other blockers which were implanted at proximal construct(above l5) were not loosened. S1 screws were not loosened, so they were remained. Illiac screws were added and offset connectors and crossrink were added.

Manufacturer narrative:
(B)(4). Risk assessment; the device was not received back for evaluation and no lot information could be obtained, so an inspection of this specific device and a manufacturing review could not be performed. The plausible root cause of the reported event cannot be determined.

Event description:
It is reported that; the patient underwent plif at l3~l5(not stryker device). On (B)(6), all the implants(not stryker device)were replaced to xia3 and s1 fixation was added. Cages were also implanted on (B)(6). After the surgery, she fell over and the cages which were implanted at l5 and s were backout. Revision surgery was performed on (B)(6), and left side blocker of s1 was came out and right side blocker of s1 was loosened. Other blockers which were implanted at proximal construct(above l5) were not loosened. S1 screws were not loosened, so they were remained. Illiac screws were added and offset connectors and crossrink were added.